Manufacturer narrative:
Batch review performed on 09-jun-2023 .lot 2113102: (B)(4) items manufactured and released on 16-feb-2022. Expiration date: 2027-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year after the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised successfully the medacta cup, liner and head.